Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 420 mg/dl and when delivering a correction bolus an occlusion alarm occurred. The customer cleared the alarm and delivered the remainder of the bolus. The customer's blood glucose level lowered to 214 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.